Manufacturer narrative:
On (B)(4) 2014, the field service engineer (fse) evaluated the instrument and replaced tubing line #301 and the blade wick assembly, the problem was still continued. On (B)(4) 2014, the fse replaced the solenoid drain valves, however that did not resolve the issue. Upon attempting to clean the lines, the fse identified broken cap piercer blade tips in wash port that punctured the elbow tubing. On (B)(4) 2014, the fse replaced cap piercer assembly to resolve the issue. Primed autogloss and wash solution 25 times, no leaks were detected. Performed necessary alignments, ran samples with caps to verify cap piercer operation. Failure mode was broken cap piercer blade tips in the wash port. The cause of the broken cap piercer blade tips in the wash port is unknown. (B)(4).

Event description:
The customer reported a leak when using the unicel® dxc 800 synchron® system. The cap piercer shower block was leaking diluted cap piercer blade wash solution on top of the sample tube caps in the instrument. The leak was contained within the instrument. The operator wore gloves and a lab coat while operating the instrument. There was no report of operator exposure or injury. There were no erroneous test results associated with this event. There was no death, injury or affect to patient treatment.